Manufacturer narrative:
Batch review performed on 30 october 2018 lot 180703: (B)(4) items manufactured and released on 13 june 2018. Expiration date: 2023-05-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional components revised: liner: mpact 01.32.3244hct flat pe hc liner ø32/e (k103721), lot 179361: (B)(4) items manufactured and released on 25 april 2018. Expiration date: 2023-04-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115), lot 178796: (B)(4) items manufactured and released on 03 may 2018. Expiration date: 20.04.2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 12 days after primary the surgeon revised the patient cup, liner and head for an infection case. The surgery was completed successfully.